Event description:
Investigation results completed and summarized in h 10 . Additional information revealed no patient involvement.

Manufacturer narrative:
Other, other text: investigation results completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps.the complaint of force sensor error was confirmed in the event log and during testing during calibration verification test. The reading with no pressure read 0= count 0 = - 1.06 lbs. The cause was isolated to multiple component on plunger head assembly (force sensor, plunger board, plunger cable, head mount, plunger tube, right and left plunger case). Force does not change when force applied to the force sensor (force readings remains the same). .

Event description:
Information was received indicating that a smiths medical pump presented with a force sensor error. There were no reported adverse events.